Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a probe's actuation failed occurred during a vitrectomy procedure. The status of the aspiration function was unknown. In addition, the surgeon indicated the probe tip broke as it was being pulled out of the eye and it touched the trocar. The surgery was completed after replacing the product with another one. There is no patient harm. The product sample was retained. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for evaluation. No lot number was identified, therefore, a lot history review could not be conducted. The returned sample was visually inspected and deemed nonconforming. The distal tip was broken off. Because of the damage, no functional testing could be performed. The probe was disassembled and the components inspected. There is approximately twenty minutes of wear on the inner cutter when compared to the cutter wear visual standards. Wear marks are present at the bend area and cutting edge of the inner cutter. The complaint evaluation could not confirm the probe did not actuate or aspirate. The complaint evaluation did indicate the probe had been used for approximately twenty minutes in surgery prior to the tip becoming broken. This contradicts the complaint information that the probe did not actuate at the start of the surgery. The complaint evaluation did confirm the probe distal tip is broken. The root cause for the complaint issue could not be determined from this evaluation. The mostly likely causes for the tip breakage are from an inadequate positioning of the inner cutter in the port during the manufacturing process or from extreme force applied to the port opening during the removal of the probe from the trocar. The manufacturer internal reference number is: (B)(4).